Event description:
It was reported that "liner disassociated from cup".

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.